Event description:
Customer reported experiencing an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level noted in the report. The customer declined to provide additional information regarding the issue.